Event description:
It was reported that the patient was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for investigation. Investigation demonstrated that the pump was operating within required specifications and delivery accuracy.